Manufacturer narrative:
(B)(4). The suspect medical device being reported in this report is considered an associate device to file 300954259 (manufacturer's report number 2016493-2014-0055). During the investigation, it was determined that this pump module experienced a channel disconnect event. The root cause of the event was due to contamination and damage on the iui connectors of a different attached module.

Event description:
Customer reported a communication error event. Dopamine and epinephrine were infusing at the time of event. The patient had just come out of the cath lab and was on heart and blood pressure medication. The customer is not sure if the alarm did or did not sound when the error occurred. At least 2 of the 4 attached pump modules had visual alarms. There was no report of patient harm or medical intervention. Although requested, no additional information was provided.